Manufacturer narrative:
(B)(4). The device was returned and the reported failure to achieve hemostasis could not be replicated in a testing environment as it appears to be related to procedural circumstance. The reported physical property issue (reportedly both white sutures) and reported short suture length could not be confirmed as the suture lengths appears to be within specification and a leak could not be replicated from the marker lumen exiting at the cutter. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to achieve hemostasis, physical property issue (reportedly both white sutures), reported short suture length could not be determined. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information indicated that there was a little bleeding out of the quick cut, but not at the marker lumen. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a liver transarterial embolization (tae) procedure. Reportedly, the sutures appeared to be shorter than usual and both sutures were white. The knot was advanced but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.